Event description:
While respiratory threapist was in the pt's room, the pt's ventilator failed. The respiratory therapist continued ventilation with an ambu bag until the pt was placed on another ventilator. Pt appeared to suffer no harm in this event. Bio-med found that the humidifier had been disconnected from the unit.